Event description:
On (B)(6) 2013 patient reported experiencing short battery lifetime with the infusion device along with a w2 (battery low) warning message. On (B)(6) 2013 patient also complained about missing vibrations. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a heat generation can be possible. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. The vibra meet the specification with the short test.